Manufacturer narrative:
This lead was explanted on (B)(6) 2019 due to noise. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise was reported on both the atrial and ventricular lead. Having patient move increases the noise. Doctor to be informed and leads to be evaluated further. Leads remain implanted.